Event description:
Caller states the patient tested 3.5 inr on the coaguchek xs system and 2.6 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect system, however, caller states strips are unavailable for return. Comparison performed in a medical facility.